Manufacturer narrative:
Patient was implanted on (B)(6) 2019. Patient had pulmonary embolism previously and adverse event was reported to the FDA on 2019-06-05 under 3004582654-2019-00053. Adverse event term: hemorrhagic cva.

Event description:
Berlin heart (B)(4) was informed by the distributor of a patient in the bvad configuration, had a hemorrhagic cva and died on (B)(6) 2019. On (B)(6) 2019, a pump change occurred due to a deposit in the outflow valve of the pump. On (B)(6) 2019, the patient had a pulmonary embolism and was intubated. Based on the CT scans and echo, site decided to use tpa to try to dissolve the clot and to recover his lungs. On (B)(6) 2019 a t-pa infusion was administered (0.2 mg/kg/h x 6 hs). The labs values after the t-pa were: aptt: 58.9%; dd: 3.2;v factor: 65%; fibrinogen: 550 mg/dl; atiii: 79%. During the evening, the low molecular weight heparin (lmwh) was re-started and on (B)(6) 2019, the anticoagulation was restarted. Early in the morning on (B)(6) 2019, the patient showed stroke symptoms (mydriasis, headache). A CT scan was performed, showed an intraparenchymal hemorrhage and a displacement of the middle line. The decision was made to withdraw the bh support because of the size of the hemorrhage.